Manufacturer narrative:
Date of event: date of event was approximated to on (B)(6) 2018 as no event date was reported.   Lot# and date rec¿d by MFR updated. Problem code 1069 captures the reportable event of fiber broken. Investigation results the fiber was returned broken into two pieces. The first piece measured approximately 42.4 cm from the top of the connector to the break. The second piece measured approximately 271.9 cm from the break and includes the entire distal tip. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on september 13, 2018 that a flexiva ID 200 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the laser fiber was noted to broken in half upon opening the package. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a results of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the laser fiber was noted to broken in half upon opening the package. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a results of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the laser fiber was noted to broken in half upon opening the package. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a results of this event.